Event description:
Customer reported receiving a no delivery alarm on the insulin pump. Customer also mentioned a weak battery and a battery out limit alarm. Customer's blood glucose reading at the time of the call was 531 mg/dl and has treated with injections. No further information reported.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery, battery out limit or weak battery alarms were noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. No excessive no delivery alarm was noted. The insulin pump communicated properly with the transmitter sensor and glucose sensor simulator and no weak signal alarm was noted. The insulin pump had a cracked case at a display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.